Manufacturer narrative:
Based on the investigation, the system did assert predictive low alerts and low glucose alerts to inform the user. Since no fingerstick calibration entries were done around the event time on (B)(6) 2019, it cannot be confirmed if there was any mismatch. Eversense continuous glucose monitoring (cgm) system performed as intended. G1,2 contact information was updated h6 results code was updated to 213. H6 conclusion code was updated to 67.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2019, senseonics was made aware of an incident where the user experienced a hypoglycemia event and the system did not alert.